Manufacturer narrative:
(B)(4). Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
The dentist reported that 2 days after the dental implants was installed in the patient's moth verified the loss of the implant. 12 ncm of primary stability was achieved and immediate load was not performed.